Event description:
The customer reported that prior to use on a pt, the iabp shut down twice without warning. The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. A company service representative replaced the power supply (part number 0014-00-0033-05) and the power switch (0012-00-0834). In an unrelated repair, he also replaced a luer fitting. The system was tested to factory specifications. It functioned normally and was returned to the customer. The power supply and switch are being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).